Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed an error message on the patient side during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported error. The fault was traced to a poor connection on the temperature probe. The connection was cleaned and re-fitted and the temperature sensors were re-calibrated. No further issues were noted and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group deutschland will continue to monitor for trends related to this type of issue.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed an error message on the patient side during a procedure. There was no report of patient injury.